Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for complaint: lack of lubricity for device.

Event description:
Healthcare professional reported "issue with not gliding how they are supposed causing the implant to get stuck". Backup device was used to complete surgery.